Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all profiled devices were on critical override. A technical support specialist ran site down query to determine that the last processed extensible markup language and the interface heartbeat were current and critical override history queries, confirmed all devices entered critical override due to inbound delay, and verified the interface was stable. The customer was informed, and the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server, all profiled devices were on critical override. The customer added that this malfunction caused a delay in dispensing medication to the patient. The pade had been down for 5hrs+ and all pyxis station devices were kicked into critical override 3hrs+ ago. There were no adverse events or injuries reported based on this incident.